Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector was broken.

Event description:
It was reported there was a cracked ventricular receptacle. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.